Event description:
Customer states no air flow through the tubing. Tubing defective.

Manufacturer narrative:
Customer states insufflation tubing will not allow co2 to flow through. Surgery was delayed while replacement tubing was located. This incident occurred several times. (B)(4). Problem was found to be a migrating plasticizer that clogged the filter and prevented the co2 from flowing.